Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Pending product record review.

Event description:
It has been reported that after implanting the cemented implant, a piece of cement was put down in order to control cement setting time. The cement did not blend properly, after about 10 minutes the cement crumbled, and there was no blend structure.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : d4, d10, g1-2, g4, h2, h3, h4, h5, h6, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after implanting the cemented implant, a piece of cement was put down in order to control cement setting time. The cement did not blend properly, after about 10 minutes the cement crumbled, and there was no blend structure.